Event description:
The product was being used as a suprapubic catheter. Two days prior to removal, a clamping procedure was done after urination to check for residual. Upon removal the catheter snapped. The patient had to be taken back to surgery and a cytoscopy performed to remove the remaining piece of catheter. Product was being used as a supra pubic catheter.